Event description:
Initial info reported by a nurse to a sales representative on (B)(6) 2010: a (B)(6) female, received injectable poly-l-lactic acid (sculptra) [lot# and expiration date unk] and presented with red bumps on her feet and legs (dosage, indication, therapy dates and onset date unk). At the time of this report, the event remained ongoing. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info received from a nurse via (B)(6) hcp questionnaire and (B)(6) sculptra ae form was received on 21-jan-2010: the nurse reported the pt's demographics (including date of birth, age, weight and height). She reported that the pt was treated with 2 vials of poly-l-lactic acid (sculptra, lot# a9029, expiration date not provided) reconstituted with 6 ml of sterile water and 1 ml of lidocaine injected on her cheeks, nasolabial folds and jaw line (14 cc to the face) once on (B)(6) 2009 as a cosmetic procedure. On (B)(6) 2009, the pt reported "red spots at legs and feet", came in the office on (B)(6) 2005, and was evaluated by the physician who diagnosed as benign pigmented purpura, but recommended her to consult a local dermatologist. Medical history included dermatitis on hands. No known allergies, concomitant medications reported as none. Blood work was done on (B)(6) 2010 (results unk). The reporting nurse considered the events not related to poly-l-lactic acid (sculptra). No biopsy was taken. No further relevant info was provided. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6) 2010: a (B)(6) female, received poly-l-lactic acid injection on her cheeks, nasolabial folds and jaw line as a cosmetic procedure and experienced progressive pigmented purpura 6 weeks later. There is insufficient info for a causal assessment. However, the reporter (nurse) considered that the event was not related to the sculptra. Further clinical details of the pt's medical history and eval by a dermatologist are needed for proper assessment of this case.

Manufacturer narrative:
Device qc performed. On 01/25/2010.